Event description:
It was reported that, during a cori assisted tka surgery, when burring the tibia with the real intelligence robotic drill, the burr seemed to be over resecting and leaving red marks. It was not very deep, but more than a normal amount. Drill is also at 120 uses and making a weird noise. The rep tried to recalibrate the drill, which she claimed helped a little bit but didn¿t solve the issue. The surgery was completed, without any delay, with the same reported device. No further information available.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6), used for treatment, was returned for evaluation. No system log files or screenshots were provided for investigation, as such a thorough investigation could not be performed. Should screenshots or system log files become available, the case can be reopened. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. Drill was found to function normally when tested, and the exposure positions were measured to be accurate. No abnormal noises were observed during testing. A review of the provided photo was performed. The reported problem was confirmed. The photo shows multiple red sections on the tibia, as if some minor overcuts had occurred. Although the reported problem could not be confirmed through a visual or functional evaluation, the provided photo confirms that the system displayed red on the bone as if there were minor overcuts. As no issues with the drill could be replicated during testing, a cause could not be determined. Possible contributing factors may have been related to an intermittent exposure motor fault, improper bur insertion, or tracker movement during the case. Since log files were not provided for the incident, it cannot be determined if a software defect may have contributed to the reported problem. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. In the event of a system failure, refer to the recovery procedure guidelines in the real intelligence cori for knee arthroplasty user manual. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.